Manufacturer narrative:
(B)(4). The evaluation and repair will be performed by a non-covidien service provider. Covidien was not authorized to conduct the repair.

Event description:
It was reported that the ventilator has a breath delivery (bd) power on self-test (post) failure. Multiple attempts have been made to try to obtain repair and patient information with no customer response.

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time of the event occurred. A non- covidien service provider evaluated the device and reported that an extended self-test was performed and the device passed the test.